Manufacturer narrative:
The conclusions are as follows: - preliminary analysis confirmed the pacemaker reset occurred on (B)(6) 2023. The pacemaker inappropriately identified some electromagnetic signals (probably linked to the use of electrocautery) as a potential failure of the electronic circuit. This led to the observed reset and de-activation of one power supply overvoltage detector, as per specifications. - no hardware issue was suspected; the pacemaker can remain implanted. However, due to the de-activation of the aforementioned power supply overvoltage detector, medical procedures generating strong electromagnetic interferences have to be avoided until a corrective procedure restores the protection against power supply overvoltage. - a dedicated software procedure is required and currently available to allow restoring of the complete protection against power supply overvoltage and full functionality of the system. - meanwhile, medical procedures generating strong electromagnetic interferences, such as MRI scan, electrocautery, rf ablation or external defibrillation, should be avoided.

Event description:
Reportedly, on (B)(6) 2026, when checking (B)(6) dr (s/n: (B)(6)), the message "27 the device has been reinitialized once from bos" was displayed. The physician is unsure why the message was displayed and is seeking an answer as to why and what the message means.

Event description:
Reportedly, on 2026-01-22, when checking (B)(6) dr (s/n: (B)(6), the message "27 the device has been reinitialized once from bos" was displayed. The physician is unsure why the message was displayed and is seeking an answer as to why and what the message means.